Manufacturer narrative:
The investigation has been completed. The console (ic1683) was sent back for further investigation. The console was tested after arriving. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer - see attached image). Also, the inner side of purge disk was contaminated with massive glucose. The root cause of the issue was broken/ missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller (aic) experienced a purge disc/flag issue with no resolution specified. No patient harm was reported.